Manufacturer narrative:
Analysis was performed by the remote support engineer (rse) who talked to the customer who reported that a patient alarmed yellow heart rate (hr) 52 but dropped to 40 hr and there was no alarm for the hr 40 as expected. The clinical application specialist (cas) remoted into the system and pulled up the clinical audit logs. Alarm time was 16:36 for bed 3704. Also, by looking at the alarm settings he noticed that the patient tele mx40 is in standby and the patient was on a wireless x2 measurement server. The low hr setting were 45. The cas advised to check the settings from the monitor in the room as this is the device where the heart rate comes from. The analysis could not be completed as it was not possible to check more settings without going to the patient room. The customer was advised to check and call back. No call back from customer was received and the case was closed. Based on the results of the analysis, the product malfunction was unable to be confirmed and the cause remains unknown. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported the system did not generate a low yellow alarm when the staff expected the device to alarm a red alarm. The device was in clinical use. There was no patient or user harm reported.